Manufacturer narrative:
Other, other text: corrected data: b1, corrected data: corrected data: b1-product problem.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device downstream occlusion sensor was stuck at 133 mv. There was no patient, or clinician injury associated with these occurrences. It occurred during preventative maintenance. No further details provided at this time.